Event description:
According to the reporter, the patient was breathing fast, the tidal volume was unstable, and the balloon leakage was obvious, which could easily lead to aspiration and insufficient ventilation. The doctor promptly replaced the device with the new tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.